Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they injected a patient with a total of 3.6mls of juvéderm® volux¿ with a breakdown of 0.8mls into each side of the jw1 (1ml was using a 25g cannula and 0.6mls using a needle), 0.7mls into each side of the jw4/5, 0.4mls into the c2 area, and 0.2mls into the c4 areas. The hcp noted they placed the remaining 0.4mls of the last syringe in the fridge for future use. They also injected 0.8mls of juvéderm¿ voluma¿ with lidocaine into the c1 using a 25g cannula and 0.4mls of juvéderm ultra plus¿ xc into the lips using a needle. The patient would return to the office two weeks later and would be reinjected with last of the remaining 0.4mls of juvéderm® volux¿ to their chin. At this time patient had some assymetry on their chin which the hcp though was "residual swelling". About two weeks later, the patient returned again and still had significant assymetry to their chin. Some hyaluronidase was injected into the posterior lateral chin. Roughly a week later, patient complained of right side masseter pain, "can't open jaw or talk well", chin swelling, and the chin being hot to the touch. The patient had additional dissolution on the right side masseter and chin following this. Patient was also prescribed keflex for 5 days. Patient felt relief to their chin and right side masseter. 5 days later, patient reported that "everything is going better", however later that evening, patient reported they "felt a bulge to the left side masseter" and "painful bulges when clenching and warm to the touch". Patient would come into the office the next day and was given hyaluronidase on the left side masseter as the area was bulging and nodular to palpation. The healthcare professional also dissolved a bit more to their left side jw4-5 where it "felt stiff". Patient would call later that evening noting that the "pain to their jaw, especially the left masseter area was becoming unbearable." Patient noted the pain was "hot, stingy, painful and she felt systemically unwell which made them nervous". Patient was advised to go to urgent care to receive IV antibiotics, which they did. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00509 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00510 (abbvie complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm ultra plus¿ xc.